Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was indicated that the patient complaints of discomfort and had elevated cobalt chrom levels. Collection of aspirated white count was 6550 but cultures were negative. Esr slightly elevated. The patient was then revised for right hip end stage djd. Operative notes reported that upon entering the joint capsule there was a great rush of metal stained fluid that appeared infected as it was certainly had high white count. On the acetabulum, there was a substantial defect inferiorly going down towards the ischium. There was also a large anterior osteophytes that was taken off. Doi: (B)(6) 2006. Dor: (B)(6) 2017; right hip. The patient has bilateral hip implants, please see (B)(4) for the left hip.